Event description:
It was reported that the ipg was not adequately charging and would get very hot upon charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.